Event description:
It was reported the device will not continue to pace for a minimum of 15 seconds when the battery is removed. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Lower case, one side bail cover, and battery drawer are broken. Battery release, one knob, and keyboard are contaminated. Battery contacts are compressed.